Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported by the patient that they experienced feeling quick sudden stabbing, pinch-like pain directly below their implantable cardioverter defibrillator (ICD). It was further reported that the patient felt ¿rapid three to five left ventricle jolts¿ and then experienced dizziness, feeling flushed, nauseated, weakness, and general malaise. The patient also stated that they informed their healthcare provider of ¿feelings that the device is dislodged, the leads, or the device has malfunctioned, and that something just doesn¿t feel right.¿ the ICD remains in use.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that they feel as if the right ventricular (rv) lead is "positioned wrong". The patient experienced " bloody blockage break" with palpitations. The lead remains in use. No further patient complications have been reported as a result of this event.